Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. It was reported that the cause of catheter fray was not determined and the issue had not been resolved. When asked about pump replacement, it was reported that they cannot speculate other problem or issue. No further complication was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter, ubd: 02-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that the catheter "frayed". The issue was diagnosed by surgical exploration. The hcp suspected patient was not getting drug so they opened pump segment. The rep initially mentioned something about a pump replacement but then clarified they opened the patient to assess the lack of therapy. The patient lost over (B)(6) lbs. The rep didn't believe the weight loss was related to complications with the catheter. The rep stated as they were opening up the pump pocket the hcp could have just grazed the catheter with the scalpel due to how close the pump was to the surface but he didn't believe that was the cause. Due to the frayed appeared he believed there was another cause. The hcp removed catheter and pump and planned to allow the incision to heal before replacing the system. The rep requested to send pump and catheter back to manufacturer but the hospital declined. The rep was informed by a hcp they would send to the pathology department and was told they did not return product so the system probably was not coming back. The patient would be re-implanted in the future. Catheter frayed at the proximal portion near the sc connector (the rep stated it frayed near the "bell"). No further complications were reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the cause of the kinked catheter was not determined. The cause of the kink was noted as no flow and the issue was resolved with a new pump.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient identifier corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was receiving sufentanil at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported that the pump had not been working for 6 months and the healthcare professional (hcp) determined that the catheter was kinked and twisted. The patient reported that when they went for refills the hcp noticed that there was les fluid in the reservoir than expected. The patient reported that it was a big mess when the removed the pump. The patient had to wear a drain and go a month without the pump. The pump was removed in (B)(6) 2018. No further complications were anticipated/reported.